Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor performance. The patient was reimplanted with another device during the same surgery.